Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the waa parameters and the patient having a non-stimwave device implanted have been ruled out as potential causes. However, the questionnaire shows the device migrated, which could be a cause of the pain. Potential causes of migration include bending/twisting/moving too soon after implant, or inadequate implant depth or anchoring technique. The reason for the migration is unknown. Additionally, the patient has spinal stenosis. The stimulator is used to treat pain. The cause of the severe pain is due to migration. However, the cause of the migration is unknown. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported severe pain in their right hip post implant. Migration was confirmed via CT scan. An explant procedure was performed on (B)(6) 2023 and no further issues have been reported.

Event description:
The patient reported severe pain in their right hip post implant. Migration was confirmed via CT scan. An explant procedure was performed on (B)(6) 2023 and no further issues have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, changing the waa parameters and the patient having a non-stimwave device implanted have been ruled out as potential causes. However, the questionnaire shows the device migrated, which could be a cause of the pain. Potential causes of migration include bending/twisting/moving too soon after implant, or inadequate implant depth or anchoring technique. The reason for the migration is unknown. Additionally, the patient has spinal stenosis. The stimulator is used to treat pain. The cause of the severe pain is due to migration. However, the cause of the migration is unknown. The investigation findings do not lead to a clear conclusion about the cause of the migration. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended. Updated per FDA CAPA-2023-0013 correction 2.